Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with watchdog test failed error. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
No patient details were provided.